Event description:
It was reported that the device exhibited far field sensing of the p-waves on the ventricular channel. X-ray indicated that the lead was in the appropriate position. The device was programmed to high output. The patient will be monitored.